Event description:
The advocate stated the customer received faulty blood glucose readings of 274 and 191 mg/dl from his contour meter. The advocate gave the customer insulin based on the readings. Sometime later, the customer was sweating and incoherent. The advocate tested his blood glucose at 30 mg/dl. The customer was given juice in order to raise his blood glucose. He did not require outside medical attention. The advocate was advised to return the customer's test strips for eval. Replacement test strips were sent to the customer. The meter was also replaced at the advocate's insistence.